Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryoablation procedure, the balloon retracted into the sheath and then aspirated the sheath. During as piration, bubbles were visible. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device, 4fc12 sheath with lot number 58664-36, and data files have been returned and analyzed. The data files did not show a system notice related to the reported issue of air ingress during aspiration. Visual inspection of the sheath showed the shaft was intact with no apparent issues; the reported air ingress could not be reproduced. Multiple aspirations and injections were performed without air bubbles or leaks; the hemostatic valve and valve assembly were leak tight. In conclusion, the reported issue of air ingress could not be confirmed through testing. The sheath passed the returned product inspection as per specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.